Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had persistent bleeding. The hospital went for re-exploration with evidence of bleeding. The patient was assessed by neurology with a high degree of anoxic brain damage suspicion. The patient expired.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as it was disposed of. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.